Manufacturer narrative:
Patient information: information unknown not provided. Device expiration date is unknown as it was not provided. Lot number is unknown as it was not provided. A complete unique identifier (UDI) number unknown as product lot number was not provided. A partial number has been provided. Expiration date is unknown as lot number was not provided. Contact name and email is unknown as it was not provided. Phone no. : (B)(6). Manufacturer date is unknown as lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the patient interface (pi) during the laser firing. The event occurred during the side cut segment. The procedure was not completed and will be scheduled for a later date.